Event description:
It was reported that during a lap bypass procedure, the staples that were fired on the stomach did not close. The surgeon re-fired the device and removed the 2cm by 1cm section containing malformed staples. Surgery was prolonged 10 minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.